Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via (B)(6) . Upon review, it was found that the patient's right ventricular lead exhibited loss of capture and a sensing anomaly resulting in conduction to be sensed in the ventricular tachycardia (vt) zone. No intervention was performed. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2022-37956 new information received notes that the patient's right ventricular lead exhibited high pacing impedance, in addition to capture failure due to high capture thresholds. The lead was capped and replaced on 31 aug 2022. It was also elected to replace the patient's implantable cardioverter defibrillator (ICD) during the revision procedure due to the complaint of high pacing impedance and its advisory status. There were no patient consequences.